Event description:
It was reported that the cardioplegic side of a hcu30 device was not cooling. The customer was also experiencing difficulty clearing the lines. The incident occurred while a patient was on the table but according to the perfusionist, the patient was not involved because they had been transferred to another hcu30 device when this incident took place. (B)(4). Please refer MFR report # 8010762-2014-00051.